Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the device was leaking air out of the hose. The user also requested regular battery replacement. There were no other abnormalities in the appearance of the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the high flow insufflation unit had an internal air leak during equipment inspection after use in an unknown procedure. The procedure was completed without delay. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the internal air leakage was due to the hose coming off. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.